Manufacturer narrative:
Inspected 1 random partial opened or used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump, connected the sensor to the transmitter and placed it in buffered glucose test solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Unable to confirm insertion or needle complaint due to customer return sensors no needles. Unable to confirm adhesive anomaly due to sensors were returned opened or used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that needle broke when she went to put a new sensor. Customer¿s blood glucose was unknown. Customer stated that they received alert for change sensor and no sensor signal. Sensor will be returned for analysis.